Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a pulled cable from the distribution node (dn) to rear therapy electrode. The root cause for the pulled cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.